Event description:
It was reported that during central processing, the black wire was not tight on the fenestrated bipolar forceps instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface as reported by the costumer.